Manufacturer narrative:
Philips has investigated this complaint. The customer did not directly report this malfunction to philips and did not request repair service. According to the additional information acquired, it was confirmed that the device was returned to use after several restarts and the surgery was successfully performed on the patient. Since no service was performed by philips, the resolution and root cause of the reported problem were unable to be determined. No further information could be obtained from the customer. The codes were updated based on the investigation outcome. Health impact code was corrected. H3 other text : on-site evaluation declined; no response received for further information.

Event description:
It has been reported to philips that fluoroscopy was not available. The system was in clinical use and the procedure was cancelled. There was no harm to the patient. Philips has started an investigation of this complaint.